Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected since one month. No accident or trauma has been reported.

Manufacturer narrative:
Based on the received information, a damage to the active electrode likely caused by excessive mechanical stress appears very likely. Furthermore in situ measurements show two channels with hi impedance in 2018 due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the device is affected since one month. No accident or trauma has been reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Based on the received information, a damage to the active electrode likely caused by excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. No date for possible re-implantation surgery has been made available yet.

Event description:
The hearing performance with the device is affected since one month. No accident or trauma has been reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device had been affected for one month. No accident or trauma was reported. The recipient has been re-implanted on (B)(6) 2019.